Event description:
It was reported that the ilet user was unable to obtain drops during a supply change and received an unable to proceed alert after attempting to deliver 41 units. A dry run after a pump restart delivered 165 units without issue, and subsequent troubleshooting identified that the infusion set connector had been attached to the cartridge before insertion, resulting in a bent connector needle which prevented proper priming. No reported symptoms. Outcomes included resolution after replacing the connector and correctly performing the supply change, with no further assistance required and no medical intervention or hospitalization. Investigation included guided troubleshooting and functional verification of the pump motor via a successful dry run. Investigation of this case revealed improper deployment of the infusion set and an incorrectly attached connector that caused a bent needle, while the pump motor functioned properly. It was concluded, based on previously established findings for similar reports, that user technique during setup was the most probable cause.

Manufacturer narrative:
Initial.